Event description:
It was reported that a spectrum iq infusion pump delivered at a low flow rate during testing. The pump was programmed at 40 ml/hr with a vtbi (volume to be infused) of 20 ml over 30 minutes, but the actual delivered volume was 17.1 ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. Evaluation sent the device for flow rate accuracy testing at the same rate reported by the customer (40ml/hr at a vtbi of 20) and the delivered volume was 20.162 (0.81% accuracy error) which is within the maximum error percentage of 5%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.